Event description:
The facility director notified baxter on (B)(6) 2012 that the facility had had issues involving the xenium dialyzer causing patient reactions. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown. The blood lines in use at the time of the event were gambro blood lines. Gambro has been notified of the event.

Manufacturer narrative:
(B)(4). The sample was received by the baxter product analysis lab (pal). This MDR related to sample lot number # 11h25b. Pal received 3 "xenium 210" h25606a dialyzers used. All three were disinfected with 10% bleach solution. A visual inspection was performed and this dialyzer had no obvious defects found. This sample was tested for leakage with underwater leak test. No leakage was found. No defects were found with this dialyzer.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. Nipro performed a batch review and retained sample testing and no issues were found. The root cause could not be determined.